Event description:
Sorin group received a report that a s5 roller pump displayed an error message during setup. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the s5 roller pump displayed an error message during setup. The service representative instructed the clinician to loosen the occlusion. Once this was done, no further issues occurred. Additionally the representative replaced the motor control board as a precaution and completed functional verification. No further reports have been received since this action. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.